Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that explant of this chronic left ventricular lead was being considered due to increased pacing thresholds and possible dislodgement. A boston scientific field representative reported that an x-ray showed that this lead may have pulled back into the coronary sinus at some point in service. Other lead measurements had been normal, and there were no adverse patient effects. A boston scientific technical services consultant (ts) discussed explant recommendations for this model lead, and replacement options if the lead could not be extracted.